Event description:
It was reported intraoperatively the surgeon implanted the 21 mm sjm tissue valve. The pt came off of bypass without difficulty and his hemodynamic numbers were good. An intraoperative tee showed aortic insufficiency. The pt went back on bypass and the leaflets looked good and were coapted. The pt came off bypass again and his hemodynamics looked good. Another intraoperative tee was taken and again revealed aortic insufficiency but the surgeon opted to close the pt. The pt did well overnight but expired the following morning.